Event description:
This physician reported a pt was implanted in the upper and lower vermilion borders on 12-5 97. The physician closed the incision sites with nylon sutures. On 1-15 98, the pt stated that she had purulent drainage from the upper left vermilion border implant. The drainage came from the incision site on the oral commissure side of the vermilion border. On 1-18 98, the physician noted an abcess, opened up the lateral upper left vermilion border incision site and trimmed the implant back about 3 mm. He expressed pus from the site, and opened the lumen of the implant and expressed some pus from there as well. The physician prescribed a 10 day course of clindamycin. The physician planned a follow up visit on approx 2-20 1998. If the infection did not improve, the physician planned to remove the implant.